Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that, after displaying w2 (battery low), the infusion device shut off without first displaying e2 (battery empty). No adverse event was reported. The infusion device was requested to be returned for product evaluation.